Event description:
I use the dexcom g7 cgm for my type 1 diabetes. There is a quality control issue that dexcom is aware of but has not addressed. The sensors require the user to push in very hard on the applicator in order to deploy and enter the skin / attach as they are supposed to. However, the sensors do not always deploy, making them defective and preventing use. On approximately (B)(6)) 2025, I experienced eighteen sensors in a row that would not deploy. Eighteen. Dexcom did replace them, meaning they acknowledge it is an issue (they will only replace 3 sensors a year if they think it is not a problem with their device). This is a very serious issue for anyone using this device. I had extras stockpiled from my switch to g7; that stockpile is now gone. Successfully managing type 1 diabetes is impossible without a functioning, accurate cgm. Thank you. Reported to dexcom. Reported to dexcom (all 18 serial numbers). I am not sure if I still have them; they should have retained my report. Non-smoker, non-user of alcohol. Hecc:4582. Dpc: 2588. Reference report mw5174606, mw5174607, mw5174608, mw5174609, mw5174610, mw5174611, mw5174612, mw5174613, mw5174614, mw5174615, mw5174616, mw5174617, mw5174619, mw5174620, mw5174621, mw5174622, mw5174623.